Manufacturer narrative:
Evaluation summary: the stent was not positioned on the balloon between the marker bands as per specifications as it had moved proximally. Deformation was evident to the 1st 5th 6th 7th and 8th distal stent wraps with struts raised, bunched and overlapping. Slight deformation was evident to the distal tip. The inner lumen patency was verified. (B)(4).

Event description:
The physician intended to use an resolute integrity rx coronary drug eluting stent to treat a severely calcified lesion located in the ostium circumflex artery exhibiting 90% stenosis. There were no abnormalities in relation to anatomy. There was no damage noted to packaging and the device was inspected with no issues identified. Negative prep was performed with no issues noted the lesion was pre-dilated and the device did not pass through a previously-deployed stent. Excessive force was used during delivery. It was reported that the stent could not pass through the lesion and that the stent deformed in-vivo during positioning. It was reported that the physician commented that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. The physician completed the procedure using a non-medtronic product. The patient status post procedure is alive with no injury.